Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the plaintiff experienced a non-cardiac event and two cardiovascular events on or about (B)(6) 2011 after use of the product.